Manufacturer narrative:
Qn#(B)(4). MDR report key: (B)(4). MDR text key:(B)(4). Report number: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint found in maude database reported as: "patient undergoing a gyn/thoracic surgery. While pulling back an arterial line guidewire, from the arrow radial artery catheterization set, the wire fractured and got stuck on the way out. The remaining piece of guidewire was able to be removed from the patient."

Manufacturer narrative:
Qn# (B)(4). MDR report key: (B)(4). MDR text key: (B)(4). Report number: (B)(4).

Event description:
Complaint found in maude databased reported as: "patient undergoing a gyn/thoracic surgery. While pulling back an arterial line guidewire, from the arrow radial artery catheterization set, the wire fractured and got stuck on the way out. The remaining piece of guidewire was able to be removed from the patient."